Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018 product type catheter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-feb-21. It was clarified that the patient had itchiness and decreased effectiveness from baclofen. The cause of the issue was not determined. Actions taken to resolve the issue included an x-ray, side port aspiration and fluoroscopic evaluation of the catheter of (B)(6) 2019. It was stated that the catheter issue was resolved because there was ¿no issue.¿ the patient¿s weight was reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen (unknown) at 351.7 mcg/day. The reason for use was intractable spasticity. It was reported that the patient¿s catheter has an issue and it was confirmed there was an issue in x-ray imaging on (B)(6) 2019 (patient went to emergency room too.) The patient started having increased spasticity, itchiness with "no rash," and was feeling hot and sweaty. " symptoms started (B)(6) 2019," "a week to a week and a half ago" prior to the call date of (B)(6) 2019. The hcp was looking to perform a ¿nuclear med study and catheter dye study.¿ it was reviewed a nuclear med study is considered off label and that the manufacturer did not have any literature on dye study, but explained the process. The hcp would like a ¿cap kit¿ and so they were redirected to the national answering service (nas) to page a local manufacturer¿s representative (rep) to help get the cap kit. There were no further complications reported/anticipated.